Event description:
It was reported the customer's insulin pump was suspending without any button press. The customer also reported their insulin pump was dropped and has not worked correctly since. Troubleshooting found the insulin pump passed all functional testing. It was also found the customer had several alarms in the alarm history. The customer's alarm history also showed a no delivery alarm. While troubleshooting for the no delivery alarm, a leak was detected on the customer's infusion set. Customer stated there were cracks and splits on the customer's infusion set. The customer's blood glucose was 250 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.